Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she developed an infection in both eyes. She had to follow up with the doctor every 2 weeks. She was given topical steroids and a topical intraocular pressure (iop) lowering agent. At her last visit the iop went back down but the infection still persist in both eyes. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the left eye.